Event description:
Customer reported control failing for bilirubin.

Manufacturer narrative:
Customer reported an ongoing issue with ca failing bilirubin. There were no reports of erroneous pt results or change to pt mgmt as a result. A new set of strips was provided to the customer. The reason for loose pads is under investigation.